Manufacturer narrative:
Review of the product DHR did not turn up any nonconforming issues during manufacturing. Affected device was not returned for evaluation. No additional investigation could be conducted. The root cause was undetermined.

Event description:
When training staff in blood culture collection, a kurin device was used. Upon pulling off the safety cap that covers the needle of the device, only part of the safety cap came free, exposing the top half of the needle and not uncovering the retraction button. There was no safe way to expose the retraction button. Device was safely disposed of.